Event description:
It is reported that the femoral impactor fractured.

Manufacturer narrative:
Eval: as returned, a portion of the impactor pad has fractured off the device. The impactor pad was found to be conforming to print specifications. The lot number of the part is unk, therefore, the device history records could not be reviewed, and the potential field age cannot be calculated. Likely cause of the failure is due to repeated impaction on the poly. Impactor pads should be replaced when the part is no longer functioning.